Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision procedure approximately four years post-implantation due to chronic dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated product: tri-spike shell w/apex hl 48mm pn 101002 ln 352460. Tprlc xr t1 pps 9x137mm pn 51-105090 ln 3406164. Cer bioloxd mod hd 32mm std nk, pn 12-115115 ln 651320. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient will undergo a revision approximately 3 years post initial implantation due to chronically dislocating. No further information has been provided. Attempts have been made and additional information on the reported event is unavailable at this time.